Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 00877502802, lot# 3234955, bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 cat# 110031012, lot# 67456423, 28mm i.d. 44mm o.d. Size f bearing. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient sustained a fracture following a fall and was revised approximately 4 months post-implantation. Attempts have been made and no further information has been provided.